Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the connectors, switches had no physical damage. All the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. The returned tactisys quartz was powered on and successfully communicated with the tactisoft host computer. Functional testing was performed using the software tool (tacticheck) to verify the internal optical component connectivity, data acquisition and signal processing. The contact force data was displayed on the screen. The functional test results verified the connectivity and measurement of the internal optical fiber optic cables. Fiso diagnostics was performed and no anomaly was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the evaluation performed, the tactisys quartz successfully recognized the test standard catheter and no interrupted or loss of communication was observed. The reported event could not be confirmed and was not due to the software issue referenced in the correction.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During a procedure, the tactisys would not connect. All connections and cables were verified but the issue remained. Another tactisys was used to complete the procedure with no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.